Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support to report the liberty select cycler alarmed with m31 air detected in cassette warnings during drain 0 of 9 of treatment. The patient was connected during the incident. Fluid was discovered during step 9 of treatment when the patient was no longer connected. It was not specified when the fluid leak was observed. Fluid was discovered in the pump module area and on the external of the cassette. Fluid was reported to have leaked from an unknown hole in the cassette and leaked out of the cassette in the cassette door area. The cause and source of the leak are unknown. The patient was advised to re-setup with new supplies and to use a new box of cassettes the following treatment. Contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. Upon follow-up on (B)(6) 2022, the patient's peritoneal dialysis registered nurse (pdrn) stated they had not been made aware of the reported event by the patient. The pdrn confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested but was not received to date.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support to report the liberty select cycler alarmed with m31 air detected in cassette warnings during drain 0 of 9 of treatment. The patient was connected during the incident. Fluid was discovered during step 9 of treatment when the patient was no longer connected. It was not specified when the fluid leak was observed. Fluid was discovered in the pump module area and on the external of the cassette. Fluid was reported to have leaked from an unknown hole in the cassette and leaked out of the cassette in the cassette door area. The cause and source of the leak are unknown. The patient was advised to re-setup with new supplies and to use a new box of cassettes the following treatment. Contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. Upon follow-up on (B)(6) 2022, the patient's peritoneal dialysis registered nurse (pdrn) stated they had not been made aware of the reported event by the patient. The pdrn confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support to report the liberty select cycler alarmed with m31 air detected in cassette warnings during drain 0 of 9 of treatment. The patient was connected during the incident. Fluid was discovered during step 9 of treatment when the patient was no longer connected. It was not specified when the fluid leak was observed. Fluid was discovered in the pump module area and on the external of the cassette. Fluid was reported to have leaked from an unknown hole in the cassette and leaked out of the cassette in the cassette door area. The cause and source of the leak are unknown. The patient was advised to re-setup with new supplies and to use a new box of cassettes the following treatment. Contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. Upon follow-up on (B)(6) 2022, the patient's peritoneal dialysis registered nurse (pdrn) stated they had not been made aware of the reported event by the patient. The pdrn confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested but was not received to date.